Event description:
Dialysis coorinator reports clotting in the bloodline venous chamber 3 1/2 hrs into dialysis treatment. All except 50cc of the pt's blood was returned and treatment was terminated. MDR is filed for estimated blood loss of 50cc. Pt received 1000 unit bolus of heparin at beginning of treatment and 500 units per hr (total of 2500 units).